Event description:
It was reported the patient is experiencing a band of pain around his abdomen. The physician stated he is not certain if the pain is related to the device or the procedure. The physician has ordered a CT scan. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.